Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 20, 2017. (B)(4). The sample was not returned for evaluation. Based on the description of the event and pictures that were provided, it was not able to determine the exact line and location of the problem. It is likely that the connector shown in the picture may have been damaged. However, how or when this damage occured was not able to be confirmed. All fx-oxygenators are subjected to multiple inspections including 100% visual inspection prior packaging during the manufacturing process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the pressure line of the oxygenator was leaking. No consequences or impact to patient. There was a few minutes delay before beginning the procedure. Product was not changed out. Procedure was completed successfully.